Event description:
It was originally reported by a user facility that a patient sustained hyperpigmentation following treatment with a lumenis lightsheer duet laser. It was further reported during a phone conversation with the user facility that the patient actually sustained hypopigmentation on the thighs and had sun exposure prior to treatment.

Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain patient treatment settings and patient photographs which were provided by the facility. Reasonable attempts were made by phone and e-mail to obtain relevant treatment information, patient photographs, and patients information from the user facility; however, no information other than the initial report was received. Consequently, lumenis is unable to determine a root cause of the reported event. Should additional information be provided by the user facility lumenis will file a follow-up MDR. The user facility declined service of the subject device by lumenis technical representative. Lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported adverse event. To the best of lumenis' knowledge, the subject device remains in use at the user facility. Facility declined service.